Manufacturer narrative:
Additional information received indicated that the device change-out procedure took place. A new ra lead was attempted to be implanted but was unsuccessful due to stenosis of the left subclavian vein. The chronic ra lead was not surgically abandoned and capped. Instead it was connected to the ra port to save room in the pocket by not requiring a lead cap. To date, there have been no adverse patient effects reported.

Event description:
Boston scientific crm received information that this implantable right atrial (ra) lead was exhibiting high out of range pacing impedances greater than 2000 ohms. It also had low impedances less than 200 ohms. Additionally, there was noise and loss of capture. The lead planned to be surgically abandoned at the device change-out procedure. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, the event will be updated.

Event description:
--